Event description:
The patient reported exposed and frayed wires of the power cord. The power cord was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
One cardiomems power cord was received for evaluation. External and internal visual inspections of the unit revealed no discrepancies or discernible damage. The returned power cord was used with no malfunctions and free of exposed wiring. The cause of the problem was determined to be the power cord was frayed ¿ unconfirmed.